Event description:
It was reported that the user changed supplies and paused insulin delivery, then forgot to resume delivery, resulting in no insulin delivery while using the ilet system; customer care guided the user to resume insulin delivery and confirmed reconnection. Symptoms included hyperglycemia with a blood glucose of 270 mg/dl. Outcomes included temporary interruption of insulin therapy without reported injury or hospitalization. Investigation included user interview and troubleshooting focused on infusion set and cartridge use, device operation, and user technique. Investigation of this case revealed user error related to paused insulin delivery rather than a device malfunction. It was concluded that the event was due to user management of insulin delivery and that the device functioned as designed once delivery was resumed.